Event description:
The customer reported that the cutter did not work during a vitreo-retinal procedure. No patient harm was reported. Additional information and a product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One probe was returned for the cutter not working. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacture's acceptance criteria. A complaint history examination indicates there were no other complaints for this reported issue. The sample was visually inspected using 25x magnification and deemed to be conforming. Actuation testing was performed was deemed conforming. Aspiration and cut testing was performed and both were deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe did not cut. The probe was manufactured to specification. The evaluation also indicates the probe had been used for approximately 20 minutes. (B)(4).